Event description:
It was reported the 21 mm sjm masters series valve was explanted three months postoperatively due to endocarditis. The pt developed a large paravalvular leak and evidence of abscess formation. The valve function was normal. A larger sjm masters series valve (model 23aecj-502, s/n (B)(4)) was implanted. Additional info has been requested.